Event description:
It was reported that the patient stated that he was cycling his inflatable penile prosthesis (ipp) on sunday and he heard a pop. The patient said he is in a bit of pain. Patient's device was implanted in 2015. The patient is looking to schedule a surgery but he thinks it is not a covered benefit. Patient services specialist recommended to work with the physician's office to find out if he is covered. If not, he will further contact for further assistance. The patient was also informed about the warranty which will help if he ends up with a big out of pocket expense. The patient met with his dr. For assessment and to make a plan. No more information is available at the moment. Additional information received. The device malfunction is unknown until time of surgery. There is no a scheduled surgery at the moment.